Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion was 90% stenosed with severe calcification and tortuosity located in the mid left circumflex. The lesion was predilated with a 1.5 x 15 mm maverick over the wire balloon catheter. On the first inflation, the balloon ruptured at 18 atmospheres. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was successfully completed with a non bsc balloon. The pt status is listed as "no problem" with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.